Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.

Event description:
The customer reported that the system shut down in the middle of a procedure and displayed a communication failure error message. There is no report of pt injury associated with this event.